Event description:
Through journal article "increased fgf-19 levels following explantation in women with breast implant illness," authors reported that "out of 43 patients, 9 had rupture and 4 had axillary silicone deposition". Affected sides are unknown. The status of the devices is unknown.

Manufacturer narrative:
Article citation: azahaf, s., spit, k.a., de blok, c.j et al. Increased fgf-19 levels following explantation in women with breast implant illness. Scientific reports. 2025; 1-11. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary silicone deposition".